Manufacturer narrative:
The reported events were dislodgment, and failure to capture. As received, a complete lead was returned for analysis. The s-curve hump height was measured, and it was within product specification. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.

Event description:
New information received noted that the left ventricular lead was explanted and replaced. Patient was stable.

Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the left ventricular (lv) lead was dislodged as confirmed via x-ray. It was also noted that the lv lead failed to capture. No intervention was performed. The patient was stable.